Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump has been losing power unexpectedly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/22/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the device history indicated multiple pump reboots. No damage was observed to the pump battery cap or compartment; the battery cap secured to the pump and maintained power. The battery cap measurements were found to be within specifications. The pump was exercised for 24 hours and no intermittent power issues were duplicated. The pump case was removed and no evidence of damage due to moisture or intermittent connections was observed. Unrelated to the complaint, the display screen appeared discolored. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.